Event description:
During a procedure the surgeon attempted to grasp some tissue with a blunt nose instrument. The instrument would not open, as a result, a backup device had to be used. Following investigation of the instrument that would not open it was discovered by the or personnel that a pivot pin was missing. The surgeon was unsure if the pivot pin may still remain in the patient. No patient injury or procedural delay was reported.